Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: the black box was unable to be downloaded due to an ¿eeprom failure¿. The returned battery cap and test cartridge cap were used to complete the investigation. There was no damage to the battery compartment. The pump was powered on with the auditory and vibratory feature appropriately functioning on the pump. However, the display remained blank upon start up. Due to the blank screen issue, the reported ¿no power¿ issue with the pump was unable to be completed. There were no intermittent conditions found to the circuit. The pump¿s cover was removed, the display screen was found cracked and damaged. A test display was mounted; the display was fully clear and illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.